Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. Additional information received how long has the surgeon been using the gen11? Around 1 month. What other instruments were used during the surgery? Ace36e, standard instrumentation for lavh and oophorectomy. Was the surgical field inspected and found to be dry (no bleeding) when the patient was closed? Yes. Did the gen11 display any yellow alert screens during the procedure? None mentioned what power setting was the generator on? 3-5. How long after the original procedure did the bleeding occur (provided number of hours, days, etc.) Within 24 hours. Where was the bleeding from? (State where) right pedical. Was the bleed from an area that the disposable was used on? Yes. How much blood was lost? 3 units. Was a transfusion required? No. What was the size of the vessel or artery? <5mm. Was the patient taking any anticoagulants, such as aspirin, anticoagulants, or antiplatelet agents)? No. Has the patient undergone any radiation/chemotherapy therapy? No. Does the patient have a known coagulation disorder? No. Has the patient taken any steroids? No. What was the total blood loss? 3 units. What was the patient's pre-op hemoglobin and hematocrit? Unknown. What was the patient's post operative hemoglobin and hematocrit? Unknown. What is the current patient condition? Fine.

Event description:
It was reported that during a gyn procedure, the generator kept timing out. Post-op the patient was brought back due to ovarian bleed. They used endo-loop to correct the bleeding. These are all the details presently known.